Event description:
A caller reported experiencing ongoing occlusion alarms on multiple occasions, which caused their blood glucose level to display as "high" with no specific value provided. Despite the elevated blood glucose levels, the customer managed to address the high blood glucose by administering a correction bolus with the pump. To resolve the occlusion issues, the customer changed the infusion set and cartridge and continued with insulin therapy, declining any additional assistance from technical support.